Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys folate gen 3 results for one patient tested on a cobas 8000 e 801 module. The patient's initial folate result was not reported outside the laboratory. The user performed repeat testing with the patient's sample. The patient's initial folate result was 0.600 ng/ml with a data flag. The patient's repeat folate result was 9.33 ng/ml. The folate reagent lot number was 530609 with an expiration date requested but not provided.

Manufacturer narrative:
The folate reagent lot number was 530609 with an expiration date (B)(6) 2022. The field application specialists discovered the samples come from a different laboratory and travel in a car in a horizontal position. The customer's laboratory temperature and humidity were within the acceptable ranges. The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. A general reagent issue could be excluded. The customer's alarm trace contained one alarm related to sampling and sample quality. Further instrument information regarding the e 801 module with serial number (B)(6) was requested but not provided. The customer provided sample foam detection pictures from two different e 801 modules in the laboratory. The investigation found a film across the surface in the provided pictures. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.